Event description:
The patient reported overstimulation. Attempts to reprogram the device were made. No additional information provided. Attempts to obtain additional information from the commercial team member were made with no success.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of unintended stimulation/overstimulation are incorrect programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerve outside the target nerve, interference from a non-curonix device, and migration. The stimulator is used to treat pain the cause of the overstimulation is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.